Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. When the main lamp failed, the emergency light remained on, therefore operation remained normal. This shows the likely cause of the issue was the main lamp failure due to the end of its life. Attempts were made to contact the customer to determine if replacing the lamp fixed the issue with no response received to-date.

Manufacturer narrative:
The user facility reported that to resolve the issue with the main lamp going out, they were going to purchase a replacement lamp. No other issues were reported. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that the main lamp went out and that the spare lamp was on while using a xenon light source. The issue occurred during a colonoscopy. There was no patient harm or injuries reported. The procedure was completed successfully with the same device. No additional information has been obtained.